Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported that the patient¿s catheter may have been cut during an unrelated surgery ¿this past monday¿. The reporter was not aware of any symptoms the patient was having. The healthcare provider (hcp) wanted to find out the lowest rate the pump could be programmed to at the patient¿s concentrations. It was calculated that the patient would receive approximately 0.12 mg/day of dilaudid and 19.2 mcg/day of bupivacaine if programmed at minimum rate mode. The pump was to be programmed to minimum rate mode until the catheter could be revised. The device system was used to deliver bupivacaine and dilaudid.

Event description:
It was later reported that the catheter was cut during a lumbar surgery. The surgeon called the managing healthcare provider's (hcp) office. The location of the catheter cut was unknown by the reporter. It was indicated that the end date of dilaudid and bupivacaine was (B)(6) 2014. The medication was removed from the reservoir and replaced with saline. The pump was programmed to minimum rate and this time. The patient recovered without permanent impairment.